Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
During a thoracoscopic wedge resection procedure, the instrument did not fire properly. The surgeon applied another device without pt injury.